Event description:
It was reported that the lesion was in the proximal rca, which was slightly crank-shaped and plaque-rich. With an occlusion balloon inflated, the vision stent was deployed and then aspiration was performed using an aspiration catheter. The patient's condition deteriorated as consciousness level and blood pressure decreased. It was confirmed on angiography that a spasm occurred around the area where the vision stent was deployed. The vision stent appeared to be damaged, and it was suspected that the damage was a result of the spasm. The guiding catheter was disengaged and the guide wire came out of the lesion. Then, the condition of the patient deteriorated again. An iabp was placed and the vision stent was compressed using a balloon catheter. Then, another company's stent was deployed to completely cover the vision stent. The patient's condition improved and the patient became stabilized. The procedure was completed.